Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing. It was further reported that the device detected false pause episodes on the day of the implant procedure. The device remains in use. No patient complications have been reported asa result of this event.